Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead showed increased thresholds and apparent fracture. The lead was repositioned, and is still in use. No patient complications were reported as a result of this event. The patient further reported that during a routine checkup, the doctor and technician discovered an unexpected level of battery status and told her it would not last more than two or three years. Patient said she was told that she needed to have this unit replaced.